Event description:
It was reported that during a procedure of the heavily calcified, 90% stenosed, proximal to mid left anterior descending artery, the xience prime balloon was sticky [caught with the stent] and had slow deflation time of 15 seconds after the stent was implanted. It was noted that the slow deflation may have been attributed to the long length balloon compared to the shorter length balloon. The balloon was reported as being fully deflated prior to removal. The device was manipulated by shaking the balloon and using the advance technique to release the balloon from the stent and it was removed from the anatomy without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Slow deflation was not confirmed. Difficulty removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.